Manufacturer narrative:
1. Customer returns 3 photos without actual samples --1) photos show that there are brown spots on one side of the prn latex plug, and no other abnormal findings are found. The composition and root cause of the brown spots cannot be confirmed from the photo information 2. Production record check (lot#3325133): --1) this batch of products will be assembled in jingma automatic line 2 in december 2023, and packaged in cfs packaging line in december 2023. The number of work orders is 99,000 pieces. --2) check the process test report and shipment test report, and the test results are in line with product standards. --3) check production records for any conformity, deviation or rework behavior. --4) check the raw material inspection record for no abnormality. 3. After checking the retained samples of this batch, no similar foreign bodies were found on the heparin cap. For the inspection report, please refer to the attachment 1 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormalities were found in the process and retained samples, and no similar complaints were received from other hospitals about this batch of products. The returned photo shows a brown patch on one side of the heparin cap. Since we have not received the defect sample, we cannot confirm the status and composition of the foreign body, so the root cause of the defect cannot be determined. The factory will continue to track and monitor such defects.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc had foreign matter on the morning of (B)(6) 2025 prepared to give the patient an infusion of anti-infective treatment for appendicitis, before the infusion was given to the line of intravenous indwelling needle puncture placement, after opening the seal, found that the indwelling needle tightly sealed with flaky black scratches, abandoned the use of the replacement of a new one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.